Event description:
It was reported that the left ventricular (lv) lead had high threshold. A new lead was attempted for implant, but the left subclavian was occluded and the implant attempt was abandoned. The chronic lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.